Event description:
This pt fell at home and had to have an orif for a left inter-trochanteric fracture in 2001. Pt was discharged to home 4 days later with home health. 21 days later pt was readmitted with a diagnosis of hardware failure. Apparently, pt had ambulated too soon and developed pain in their left hip. Outpatient x-rays revealed cutout of the screw through the head of the hip. Therefore, pt was taken to surgery for a left hip arthroplasty. Pt tolerated the procedure well.